Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the distal end of the left circumflex artery. A 2.75mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick mr balloon catheter. The balloon was tightly folded with blood in the wire lumen. The batch number on the hub of the device was 22229980. The tip, balloon, inner/outer shaft and hypotube were microscopically and visually inspected. Inspection revealed a hypotube fracture located 52.5 cm from the hub, and numerous kinks in the hypotube. The fracture faces of the separated ends were oval, is if kinked prior to separating. Inspection of the rest of the device found no damage or defects.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the distal end of the left circumflex artery. A 2.75mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick mr balloon catheter. The balloon was tightly folded with blood in the wire lumen. The batch number on the hub of the device was 22229980. The tip, balloon, inner/outer shaft and hypotube were microscopically and visually inspected. Inspection revealed a hypotube fracture located 52.5 cm from the hub, and numerous kinks in the hypotube. The fracture faces of the separated ends were oval, is if kinked prior to separating. Inspection of the rest of the device found no damage or defects.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the distal end of the left circumflex artery. A 2.75mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.